Event description:
Three hours after treatment in the nasolabial folds, lips and marionette lines with juvederm ultra the patient presented with swelling at the injection sites. The physician offered to prescribe a medrol dosepak but the patient decided to no receive the treatment. The physician did prescribe benadryl which the patient did take. The physician stated: "I don't know what would have happened if I didn't give her an intervention". This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 09/26/2008.